Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The tapered screw-vent implant with mtx surface (tsvb11) and package were not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using the information provided by customer (item reference and lot numbers). Functional testing could not be performed. For instance, the complaint does not allege a failure that could be functionally tested and the implant/package was not returned. X-ray or picture images were not provided by the customer. A device history review (DHR) for the lot had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint about nonconforming products was identified. Complainant reported that the package was received with an empty vial of a different implant. The package/product was not returned. Therefore, the reported event could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A reported implant was not returned. However, the package for the implant was returned with inner and outer vials. Visual evaluation of the as returned products identified that package, inner and outer vials were unsealed and the implant was not present. Per complaint description, the box/package for the required/ordered product came with two empty vials. Functional testing could not be performed. For instance, the complaint does not allege a failure that could be functionally tested. X-ray or picture images were not provided by the customer. Device history record (DHR) review for the lot 64099384 had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint about nonconforming products was identified. Complainant reported that the package was received with an empty vial of a different implant. The package, inner and outer vials were returned. However, the reported complaint could not be verified since the condition of the package when it was received is unknown. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, weight unknown / not provided. Additional PMA/510(k) number - k013227.

Event description:
It was reported that when the doctor opened the implant inside the package was found an empty implant vial.